Event description:
Approx 8 months following cypher stent implantation to the distal left anterior artery (dlad) and the sa node artery (sn) the pt returned for routine follow-up angiogram that revealed in-stent restenosis in of the stent in the dlad. The pt was asymptomatic. Treatment was conducted one month later with add'l cypher stant placement. Per the procedural physician, the probable cause of the event was due to progression of disease/lesion. Indication for the initial procedure of october 2004 is unk. This old male pt had a past medical history of angina, previous percutaneous coronary intervention and smoking. Pre-procedure medications included aspirin, isosorbide and ticlopidine. Elective coronary angiography was performed that identified two target lesions. The dlad is described an eccentric, type b2, tubular, de novo lesion 2.34 x 17.37mm in size with 61.2% stenosis. The sn lesion is an eccentric, type b2, tubular, de novo lesion of unk size with 51.9% stenosis. Femoral approach was chosen and the plad was predilated with a 2.5 x 15mm unk balloon at 6 atms. A 2.5 x 18mm cypher stent was deployed at 12 atms for 16-30 seconds. Post-dilatation was conducted with a 2.5 x 15mm balloon at 20 atms. Timi flow pre- and post-procedure was 3. Residual stenosis was 3.4%. The lesion in the sn was direct stented with a 2.5 x 23mm cypher stent that was deployed at 12 atms for 16-30 seconds. Post-dilatation was conducted with a 2.5 x 15mm balloon at 20 atms. Residual stenosis was 15.1%. Timi flow pre- and post-procedure was 3. Ivus was conducted. No procedural complications are reported. Medications administered during the procedure included aspirin, heparin, isosorbide and ticlopidine. Medications administered post-procedure included: aspirin, isosorbide and ticlopidine.